Manufacturer narrative:
Estimated date: product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of hematoma and pseudoaneurysm are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects of hematoma and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. The reported additional therapy/non-surgical treatment and hospitalization was likely due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects and malfunctions referenced in the article are being filed under a separate medwatch report. Literature attachment: article title "ultrasound evaluation of puncture sites after deployment of two different types of vascular closure devices: a prospective comparative study. Na.

Event description:
It was reported through a research article that arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after coil embolization for an unruptured aneurysm of the anterior communicating artery. Ultrasonography 24 hours after proglide deployment demonstrated minor hematoma (about 1 cm in size) at the right femoral puncture site. Ultrasonography and computed tomography angiography performed 5 months after proglide deployment demonstrated an enlarged hematoma (about 3 cm in size) with pseudoaneurysms and embolization was performed using stent graft. Specific patient information is documented as unknown. Details are listed in the attached article, titled "ultrasound evaluation of puncture sites after deployment of two different types of vascular closure devices: a prospective comparative study"